Event description:
Caller reported an alarm related to occlusion, causing the customer's blood glucose level to read as "high," though the specific value was unknown. The customer managed the high blood glucose by administering a manual dose injection and changed out the infusion set. A replacement pump was sent to the customer to resolve the occlusions.